Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. A 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion and the stent struts were lifted up. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. A 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion and the stent struts were lifted up. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 4.00x24mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage. Stent struts in the mid-section were lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink located 18.8cm distal from distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination found no issues with the tip. No other device issues were noted during analysis.